Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2020. Intraoperatively the lens was implanted, removed, and replaced with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.